Manufacturer narrative:
The investigation determined that a discordant, negative vitros sars cov 2 antigen (cv2ag) result was obtained from a single patient sample when tested using vitros cv2ag lot 0051 on a vitros 3600 immunodiagnostic system. The result was discordant when compared to a positive pcr result for the patient. A definitive cause of the event has not been established. The difference in antigen detection sites may be a possible contributor to the event. The vitros cv2ag assay detects nucleocapsid antigen region while the it is unknown what antigen site the non-vitros pcr method detects. It is possible the non-vitros pcr method detects an antigen region which the vitros cov2ag assay does not claim to detect. An issue with the non-vitros, homemade vtm is a possible contributor to the event. As per vitros cv2ag instructions for use (IFU), ortho has validated certain vtm. Therefore, it is unknown if the homemade vtm is compliant with the vitros cov2ag assay and cannot be ruled out as contributing to the event. An issue with the pre-analytical handling of patient samples is an unlikely contributor to the event as the customer is following the recommendations listed in the vitros cov2ag IFU. A vitros cv2ag lot 0051 reagent issue is not a likely contributor to the event, as qc results around the time of the event were within acceptable guidelines. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros cv2ag lot 0051. An instrument issue is an unlikely contributor to the event, however, it cannot be entirely ruled out as a contributing factor as diagnostic precision testing to assess instrument performance was not performed. (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) to report discordant, non-reactive and reactive vitros sars-cov-2 antigen (cv2ag) results obtained from samples from different patients when tested using vitros cv2ag lot 0051 on a vitros 3600 immunodiagnostic system. The results were discordant when compared to positive or negative non-vitros real-time reverse transcription polymerase chain reaction (rrt-pcr) results for the same samples. Sample 3 vitros cv2ag result of negative versus the pcr result of positive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The false negative vitros cv2ag result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).